Event description:
It was reported that this right atrial (ra) lead was fractured. This pacemaker system was programmed to the unipolar sensing configuration. No adverse patient effects were reported. Currently, this lead remains in service.